Event description:
Customer reported plastic around pins 1 and 3 may have melted a little or may be rounded off, on the accu-chek inform base. No adverse event reported. Accu-chek customer care service center sent new meter to the customer.